Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10. Result of investigation: according to he investigation, screen interference is clearly visible but machine is starting-up properly in the background. Start-up buzzer test and start-up sound audible. Touch screen clicks visible as well. This means that both the controllers are working properly. Issue is recreated with another ui and failure isolate to the main board.

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000e experienced display issue for a possible main electronics problem. As of this time, there is no information regarding patient involvement with this reported event.